Event description:
Affiliate reported that the surgeon opened the micro sensor after performing a burr hole. It was then noted that the sensor would not zero. Therefore, the procedure could not be done. A second monitor with a second grey cable was brought in later that day and tested with the sensor. After tested it was noted that a zero sensor reading could not be achieved. The surgeon concluded there was a problem with the sensor and implanted a new device.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.